Manufacturer narrative:
(B)(6). This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 09:30 am CT. The report number is being corrected from: 2134265-2018-64200 to: 2134265-2018-62831.

Event description:
It was reported that the catheter broke. A 1.50mm rotalink plus burr was selected for use. During procedure, it was noted that the burr catheter broke. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the issue occurred outside the patient's body. When the device was flushed, it was noted that the device was broken and dripping more than usual and in other place of the rotalink catheter which is not supposed to be dripping.

Event description:
It was reported that the catheter broke. A 1.50mm rotalink plus burr was selected for use. During procedure, it was noted that the burr catheter broke. The procedure was completed with a different device. There were no patient complications reported.